Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an opt944 optiflow + adult nasal cannula was damaged, and the patient desaturated. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving the complaint opt944 optiflow + adult nasal cannula and further information regarding this reported event. We will provide a follow up report upon the completion of our investigation.

Manufacturer narrative:
(B)(4), the opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of alightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was requested by fisher & paykel healthcare (f&p) for evaluation, however the complaint opt944 optiflow + nasal cannula was not returned as the healthcare facility had disposed of the device. Our investigation is thus based on the information and a photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt944 optiflow + adult nasal was damaged near the three way connector. Conclusion: without the return of the complaint opt944 optiflow + adult nasal cannula, we are unable to determine the cause of the reported damage. However, based on our knowledge of the product the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. Manufacturing controls include inspections during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannulas would therefore have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in denmark reported via a fisher & paykel healthcare (f&p) field representative that an opt944 optiflow + adult nasal cannula was damaged. On the 23rd february 2022 at 02:00am the patient desaturated to 84% sp02. The flow was increased by 10l/min to 45l/min and ventolin was administered via a mask. There was no reported fault with any fisher and paykel healthcare devices for this desaturation incident. An hour later the saturation improved to 94% sp02. At 05:35am the patients sp02 had dropped to 75%, a leak was discovered in the opt944 optiflow + adult nasal cannula. The cannula was replaced, and the patient's oxygen saturation recovered to 94% sp02 by 05:40am.there were no further patient consequences. The patient was discharged on the (B)(6) 2022.